Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that when the set tester or any sensor is attached to the device a sen message is displayed and no measurements can be taken. When used with a known good sensor it maintained a sensor off message. During disassembly, component d9 fell off the system board and a loose component could cause intermittent contact.

Event description:
It was reported that this device powers itself on and off. No patient incident reported, and will not engage in monitoring. There was no known impact or consequence to patient.